Event description:
A journal article was reviewed which contained information regarding this implantable lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article referenced the following complications/failure modes: there were patients with ¿anatomical cardiac venous anomaly,¿ phrenic/diaphragmatic stimulation, lead dislodgement, perforation or dissection, and ¿failure to cannulate the coronary sinus.¿ further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender characteristic is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿thoracoscopic epicardial lead implantation as an alternative to failed endovascular insertion for cardiac pacing and resynchronization therapy.¿ innov. Technol. Tech. Cardiothoracic. Vasc. Surg. 2014;9(6):427-431. (B)(4).